Manufacturer narrative:
Visual evaluation of the returned device found many non-msi decals on the cover; otherwise the unit appeared to be in good physical condition. All knobs and switches functioned properly. During electrical evaluation, it was found that the foot switch had stopped working and the generator output in all monopolar modes was high. The foot switch was replaced and the console was calibrated, after which the unit passed all final testing. The complaint that the "generator quit working" was confirmed; the foot switch was found to be defective. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-01196, 3005099803-2011-01197, and 3005099803-2011-01285 address the other devices. It was reported to boston scientific corporation that two endostat ii electrosurgical units, an endostat ii foot switch, and an injection gold probe were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, all power to the first generator was lost during hemostasis of an arteriovenous malformation (avm) in the patient's cecum. This generator (with foot switch) was then replaced with a second, but it was reported that the nurse had to hold the injection gold probe connector tightly to the bipolar connector on the generator to achieve cautery. The physician, not satisfied with the amount of energy generated by the second console, completed the procedure by placing a hemostasis clip as a precaution. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-01196, 3005099803-2011-01197, and 3005099803-2011-01285 address the other devices. It was reported to boston scientific corporation that two endostat ii electrosurgical units, an endostat ii foot switch, and an injection gold probe were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, all power to the first generator was lost during hemostasis of an arteriovenous malformation (avm) in the patient's cecum. This generator (with foot switch) was then replaced with a second, but it was reported that the nurse had to hold the injection gold probe connector tightly to the bipolar connector on the generator to achieve cautery. The physician, not satisfied with the amount of energy generated by the second console, completed the procedure by placing a hemostasis clip as a precaution. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.